Event description:
During an angioplasty procedure the physician had the balloon and wire across lesion. He thought he had the device seated well, but had to engage deeply for balloon to cross. Physician was trying to reposition and device kinked at tip. Physician pulled everything out. He went to another guide. The vessel dissected from stenosis of orifice. Physician placed stents. He did not think the dissection was from the guide that kinked.